Event description:
It was reported that prior to being connected to the pt for use, the customer's device had displayed an ok symbol. The device was then connected to the pt for defibrillation and then unexpectedly lost power while charging for a defibrillation shock. The end user powered the device back on and attempted to charge the device again, with the same result. The end user was able to grab another device for defibrillation. The pt expired later in the hospital.

Manufacturer narrative:
(B)(4). A clinical review of the reported failure determined that the device use may have contributed to the patient's outcome. Defibrillation was needed based on the patient's ECG rhythm but provision of defibrillation was delayed greater than 30 seconds. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.